Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor device exhibited diagnostics anomaly. The patient was asymptomatic and would continue to be monitored normally.